Manufacturer narrative:
Sample discarded.

Event description:
A customer contacted baxter and stated that the transfer set separated from their catheter. No injury was reported, but the pt's nurse stated the pt received antibiotics as a precaution.